Event description:
On (B)(6) 2023, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. The rn was placing an order for manual pd solution for the patient¿s antibiotic treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was hospitalized with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria pantonea agglomerans. The patient was treated with intra-peritoneal (ip) antibiotic therapy using cefepime (dose not provided). Subsequently, on (B)(6) 2023, the patient was discharged from the hospital continuing pd therapy with the same cycler without any further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to this event. The nurse stated the patient gardens, and the bacteria was collected under his long fingernails. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique. The patient has since been educated on keeping his fingernails trimmed and to perform good hand hygiene.